Event description:
The field service engineer reported to olympus, the colonovideoscope had the screen blacked out. Inspection and testing of the returned device found foreign material coming out due to blockage of the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the engineer's allegation was not confirmed. The device evaluation found that foreign material was coming out due to blockage of a channel, the angulation in the up direction was out of standard, the gap of the up/down knob was out of standard, there were liquid leaks due to deformation of the left/right and up/down knobs, switches 2 and 3 were not functioning due to damage, the light guide lens was polluted, the adhesive of the bending section rubber was broken, the insertion part was stiff due to damage of the connecting tube, the universal cord was crumpled, the light guide connector was corroded, the video cable was polluted, the video connector was polluted, there was corrosion at the control part due to leakage, there was corrosion at the grip due to leakage, and the distal end had scratches and dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be definitively identified, and a further cause of the event could not be presumed. Olympus will continue to monitor field performance for this device.